Manufacturer narrative:
The user reported discrepancies between their bgm and sgm, and the case was escalated for further review. Based on the available data and examples provided, the system performance could not be evaluated due to several gaps in data, indicating the user had not been using the system consistently. The user was advised to continuously wear the system for the next 3 days, if possible, entering calibrations as requested by the system. Upon further monitoring, the system was observed to be stable, however, the user continued to express concerns regarding sensor accuracy. The user was advised to perform a sensor re-link and was provided additional education on the importance of proper calibration and consistent use of the system. The user was instructed to continue using the system and to calibrate promptly after the sensor re-link, and to contact customer care if discrepancies persisted. As per dms review, the sensor re-link was confirmed, and the user was actively using the system with glucose data current and up to date. Recent calibrations demonstrated good agreement with bg values, indicating stable system performance. B4. Date of this report 14 oct 2025. G3. Date received by the manufacturer? 14 oct 2025. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 19.

Event description:
On 16 july 2025,senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.

Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review. After escalation was made, user was advised to perform a sensor re-link and after was performed, user was advised to contact us if observed any differences and to keep using their system and calibrating promptly.as per dms review, user is actively using the system and has glucose data up to date, as well, user entered 3 calibrations recently and a better agreement between the sg and the bg was observed on those calibrations.